Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having an allergic reaction or skin rash. The patient was prescribed medication creams, but it did not help and underwent an explant procedure. Contacts were sheared off during the explant procedure. No products were returned.